Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report #: 3006705815-2020-31716. It was reported high impedance was found on one of the patient's leads. In turn, the patient plans to undergo surgical intervention to provide resolution. Note: both of the patient's leads are being reported because it's unknown which lead is liable.

Manufacturer narrative:
Corrected data: (g4 - date received by manufacturer) upon further review, it was determined the date listed on the initial report was incorrect. The correct date is september 23, 2020.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-31716.

Manufacturer narrative:
The reported event of high impedance / lead fracture was confirmed. The returned octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-31716.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2020-31716. Follow-up/additional information obtained revealed the one patient's leads was explanted and replaced to provide resolution. Note: both of the patient's leads are being reported because it's unknown which lead was explanted and replaced.